Manufacturer narrative:
On may 08, 2023, mentor received additional information. The patient underwent the revision surgery on (B)(6) 2023, as she was diagnosed with bilateral double bubble deformities and symmastia of her breasts. As a complication for the contralateral side was reported, another file was generated to document the event. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-06240 for the contralateral event. Reason for device explant and/or reoperation: cutaneous contour deformity, anisomastia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: breast surgery, rupture . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 37-year-old female patient underwent a primary breast augmentation surgery with implantation of a 275cc mentor memorygel breast implant prosthesis. Post-operatively, the patient underwent a breast procedure for an undisclosed reason for bilateral removal and replacement with allergan implants on (B)(6) 2023. However, during the surgery, a ruptured right breast implant was discovered. There were no reported patient consequences or procedural delays due to the discovery.

Manufacturer narrative:
On july 06, 2023, mentor received an updated patient date of birth. The appropriate field has been populated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 02, 2023, mentor was notified that the complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 01, 2023, mentor completed an evaluation on the device using an image that was provided. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Manufacturer¿s reference number: (B)(4).